Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. It was determined that the cause of the alarm was due to a loose connection. The cause of the loose connection could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 (air in line) alarm occurred on the homechoice device during dwell four of five of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, a loose connection was noted between a supply bag and a cassette line resulting in a leak. The alarm was cleared and the patient was to complete therapy using manual supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.